Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: v amf4040c200tu, serial/lot #: (B)(6), ubd: 14-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2 valiant captivia stent grafts were implanted during the endovascular treatment of a ruptured ta. It was reported that the patient presented to the ed with chest pain and a ruptured pau in the descending thoracic aorta. The patient was unstable and had decompensated blood-pressure on arrival. The physician advanced and deployed the devices from the lsa to 30mm distal of the diaphragm. During the procedure the patient's heart stopped, chest compressions were administered but to no avail. The patient coded and died. Per the physician the cause of death was not device related. The physician believes that the patient had an mi during the procedure and was unstable since arrival. No additional clinical sequelae were provided and the patient is expired.